Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn as product is entering the complaint system. Device history records was conducted. The report indicates that the: part 03.501.080, lot 8726854, manufacturing location: (B)(4), manufacturing date: 27. Nov. 2013. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cutting tip on an application instrument for sternal zipfix is broken off. This was discovered in sterile processing. No known procedure or patient involvement. This complaint involves one device. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device (application instrument for sternal zipfix, part number 03.501.080, lot number 8726854). The subject device was received with the complaint condition reporting the cutting tip had broken off. The customer quality engineering investigation shows that this device is part of the sternal zipfix system and used to tension and cut the sternal zipfix implants. Proper use and maintenance is addressed in the associated technique guide. The device was received intact with the exception of the cutter (component (B)(4)) on the cutter assembly (component (B)(4)) which was received broken. The break is located such that the entire upper cutting projection is broken off. The missing portion was not received. The fracture site was examined and no material voids or irregularities were identified. There was a dent noted on the distal surface. The balance of the device functions as intended. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the device is already broken. A review of the current design drawing / revision at the time of manufacture was performed. The following component drawings were also reviewed; cutter assembly and cutter. During use the device is intended to cut sternal zipfix implants which are specified as peek optima lt3 per one drawing compared to the other drawing where the cutter which is hardened and tempered 1.4112 (type 440b) stainless steel (52 +4/0 hrc). During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The design of the cutter and cutter assembly were determined to be suitable for the intended use when employed and maintained as recommended. As previously reported in the initial medwatch report #mw(B)(4), a device history record review was performed for the returned device. It was determined to have been manufactured in (B)(4) on 27-nov-2013. No anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Although the complaint condition is confirmed, the review of the failure mode determined that the complaint condition is the result of force beyond the yield strength of the material. A break of this nature would require significant force and would not be expected when used as recommended. However, since it is unknown when and how the damage occurred, a root cause cannot be definitively determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.